Manufacturer narrative:
Method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that following the first ipg recharging session, the pt began feeling a burning sensation around the ipg implant site when the ipg is delivering stimulation. The pt reported that once she turns the stimulation off, the burning sensation disappears. Her physician has examined the implant wound and site several times but no irregularities were noted. Further discussion with the pt found that the pt had fallen down several stairs on more than one occasion post-implant. The falls were not related to the ipg therapies; however, the burning sensation began shortly after the second fall. The pt's physician suspected the device was overstimulating a nerve but, was unaware of the pt's recent falls. The pt was referred for an x-ray and add'l examination by her physician. According to the MFR's device registration system, the pt's device remains in use. F/u on the pt found no further issues reported.